Event description:
It was reported three syringe 1.0ml 31g 6mm tw bls 400 sg br had insufficient cannula lengths. The following information was provided by the initial reporter, translated from portuguese: "the insulin needle that is attached to the syringe is smaller than the subcutaneous, making use impossible."

Manufacturer narrative:
H6: investigation summary customer returned a photo of a 1ml, 6mm, 31g bd safetyglide insulin syringe and an open blister pack from lot # 8324509. Customer states that the insulin needle that is attached to the syringe is smaller than the subcutaneous, making use impossible. The photo was examined and it is difficult to determine the cannula length solely from the photo without the physical sample. This issue cannot be confirmed. A review of the device history record was completed for batch #8324509. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10

Manufacturer narrative:
Date of event: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported three syringe 1.0ml 31g 6mm tw bls 400 sg br had insufficient cannula lengths. The following information was provided by the initial reporter, translated from portuguese: "the insulin needle that is attached to the syringe is smaller than the subcutaneous, making use impossible."